Event description:
During a retrospective analysis of a liver cryoablation procedure using 2 icerod needles, the physician noted gas in the subcutaneous space. The physician reported that there was no bending during the procedure and that he didn't notice any problems during the procedure. The iceball formation was adequate and the (needle) test was adequate. No pt injury was reported.

Manufacturer narrative:
The retrospective analysis of the case occurred approximately two months after the pt was treated. The device was discarded and will not be returned for investigation. No pt injury was reported and the physician was satisfied with the iceball formation in the procedure. A f/u report will be submitted if additional details become available. Galil will continue to monitor complaints of this nature for any potential trends.